Manufacturer narrative:
The impella lp 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old caucasian female had impella lp 5.0 pump inserted and the patient increasingly developed signs of hemolysis so the doctor pulled the pump. The patient's lactate dehydrogenase (ldh)>200, hemolysis index and bilirubin were also done, there was renal injury anuria and as a result the patient received eight (8) units of blood from (B)(6) to (B)(6) 2019. Patient is recovering on ECMO support.

Manufacturer narrative:
The root cause of hemolysis is biomaterial. The pump failed hemolysis test during failure investigation testing with biomaterial attached to the impeller. The pump passed the hemolysis test after the biomaterial was removed.